Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump ¿got really warm.¿ the battery was reportedly removed from the pump and then re-inserted 10 minutes later, but the same temperature issue occurred. The distributor reported that no corrosion or cracks in the pump case were visible. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged pump temperature issue remained unresolved.

Manufacturer narrative:
This supplemental is to correct the brand name and model number for the product.

Manufacturer narrative:
Follow up #1 10/28/13. Device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2013 with the following findings: the black box review showed no activity outside of normal use. No battery was returned with the pump. The pump powered ¿on ¿and displayed the ¿verify¿ screen. The unit was primed and it was exercised successfully with no alarms or overheating was duplicated during the testing. An external power supply was used to confirm that the pump is drawing the nominal currents values. The pump¿s case was removed, and inspection showed no intermittent condition to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.